Manufacturer narrative:
The suspect device has been returned for evaluation. The complaint is confirmed. No definitive root cause could be determined however, it is attributed to the manufacturing process. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The account alleges that there was a breach in the packaging resulting in incomplete sterilization of the contents. No patient interaction or injury to report.

Manufacturer narrative:
Upon further evaluation, the reported pinhole in the tyvek lid was determined not to represent a breach of sterile barrier. The damage was caused by excessive handling during customer inspection. Additional bubble testing performed by packaging subject matter experts, using calibrated 0.009-inch gauge pin testing, demonstrated that the original observed hole was not through the tyvek layer and did not compromise sterility. The event was originally reported in error due to preliminary misinterpretation of the test results. Based on final testing and engineering review, the event does not meet the definition of a reportable MDR event under 21 cfr 803.3. The MDR remains on file for traceability; however, this supplemental report corrects the record to reflect that the event is not reportable.

Event description:
Initial MDR submitted in error. Upon further evaluation, the reported packaging anomaly does not represent a breach of sterile barrier and is therefore not reportable.